Event description:
It was reported that the device will not infuse medication. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The device was visually inspected, and the smiths label was intact. There was no evidence of the reported problem captured in the event log. A functional test was performed, and the reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. One possible, but unconfirmed, problem source could be fluid ingression identified on the pump by the chassis base of expulsor. The expulsor assembly will be replaced. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.